Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial. Visual inspection found the haptic deformed and clear residue on lens. The lens was caught in the vial cap. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Off label use (patient above (B)(6) years of age at time of implant). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/30.